Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective or defect of the devices during use, but rather procedure related their causes were unknown. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Per the onyx IFU (instruction for use): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and potential entrapment. (B)(4).

Event description:
Medtronic (covidien) received information that during treatment of an arteriovenous malformation (avm) located in the right temporal occipital, a competitors dmso compatible microcatheter became stuck. Retrieval of the catheter was done at the expense of greater tensile force and resulted in a subarachnoid hemorrhage (sah). There was also report of vasospasm. The vessel was tortuous and there was greater than 3 cm of onyx reflux along the catheter. The pause during injection was less than 2 minutes. However, the injection time was unknown. The patient was treated with nefopam and the adverse event resolved without sequelae. The patient's mrs were 0 at discharge.